Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had vomiting and high blood glucose levels. Subsequently, the patient went to the emergency room, with a blood glucose level of 41 mmol/l and had ketones, the levels of which the health care professional identified as dangerous/life threatening. She stayed there for half an hour to one hour and received insulin drip. Her blood glucose level was 35-37 mmol/l and was out of vomiting, when she left the emergency room. Furthermore, on (B)(6) 2019, she was admitted to the intensive care unit due to diabetic ketoacidosis which was caused due to bent cannula. During hospitalization, she received insulin as a corrective treatment which resolved the issue. On (B)(6) 2019, she was released from the hospital with no permanent damage. Reportedly, she was unsure for the length of infusion set used but it was stated that they were changed every 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.